Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported since the packaging was found to be within the acceptable criteria. This medwatch is being voided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported as the packaging was found to be within the acceptable criteria. This medwatch is being voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01214, 0001526350-2023-01216.

Event description:
It was reported that during inspection at arrival, the product was found to be nonconforming. The product had a debris in the sterile package. There was no patient involvement. Due diligence is complete, no further information is available.